Event description:
A balloon ruptured at 8 atms on the second inflation during a popliteal angioplasty of an extremely calcified lesion. Another balloon catheter was used to successfully complete the procedure without pt complications. The device was destroyed by the user facility. Therefore, no failure analysis was performed. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurizaton or use in a calcified lesion. Follow up indicated this device was used in an extremely calcified lesion which co believes contributed to this event and does not attribute it to the device. Co's directions for use state: "balloon rupture at lower pressure may occur in strictures exhibiting sharp points due to calcified material or staples. If loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."